Event description:
A nurse reported that during a procedure, a patient's intraocular pressure fluctuated while in the fluid air exchange mode due to intermittent irrigation. The case was completed following a 90 minute delay. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and no problems were found. The remote control batteries were replaced which tested and met all product specifications. There was no sampler returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for this last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).